Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine the root cause of the malfunction at this time. According to the sales rep, user inflated the balloon with recommended volume of saline. A batch record review of the affected unit could not be performed since the lot number of the catheter was not provided to us. The malfunction occurred during pre-use check. There was no harm to the patient because of this malfunction. Please note that we have also reported 1220948-2020-00117 related to another similar incident that was also reported to us by the same user facility.

Event description:
Balloon of the lemaitre over-the-wire embolectomy catheter burst during pre-use check. There was no harm to the patient because of this malfunction. This is report 2 of 2.